Event description:
The hcp reported a volume discrepancy at previous refill, hcp noted 12 cc aspirated; expected reservoir volume was 1.8 ccs. Two weeks ago, the pump was filled with 18 ccs and 18 ccs aspirated at time of report. No pt sysmptoms were reported.